Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported that infusion set tape got loose and blood glucose levels went high. He changed site and took manual injections to lower blood glucose levels. No further information available.